Manufacturer narrative:
Reference record (B)(4). Catalog number in is the international list number which is similar to us list number of 062912. The disposition of the device involved in the event was unknown; therefore, a return sample evaluation is unable to be performed. (B)(4). A buried bumper is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021, during a gastroscopy for a peg-j tube replacement, buried bumper syndrome was discovered. The j-tube was removed and replaced during the gastroscopy. On (B)(6) 2021, the peg tube was removed and replaced, and the buried bumper was resolved.